Manufacturer narrative:
Unit button response function properly. No button error alarms noted. However found trace of moisture damage on the keypad trace inspect the pump and no trace of moisture damage found on the electronic/motor assembly. Unit had cracked case upper corner of display window and battery tube threads. Unit had cracked case all corners of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was performed. The device was returned for analysis.